Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had sensing difficulties and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.it was reported that the right atrial lead had sensing difficulties and no capture. It was also reported that the patient developed exit block. The lead was capped and replaced. No patient complications have been reported as a result of this event.